Event description:
It was reported post a laparoscopic gastric band procedure, there was a band leakage. The band was removed and replaced. There was no pt complication reported.

Manufacturer narrative:
Date sent: 05/22/2009. Information anticipated, but unavailable at this time.